Event description:
It was reported that, "broached using a #6 axial reamer and #6 cea broach for pressfit. Put in the #6 stem and it sat proud about 10mm. Took the stem out, reamed again, deeper, and then put in and then the stem subsided. Pulled out the stem, broached with #7 broach, and put in a #7 stem, which also sat proud about 3-4 mm. Left that stem in."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not released by the hospital and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.